Event description:
--

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
It was later reported that the device was removed and the header was noted to be slightly loose. The device was explanted and will be returned for analysis. A competitor device was successfully implanted. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis verified that the device was at beginning of life (bol). Visual inspection noted multiple tool marks on the device case and header and confirmed that the device header was loose. X-rays were taken of the device and the feed thru wires were intact. The device passed header pin gauge testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the header was slightly loose from the device case and that there were tool marks on the device case and header which could indicate that the loose header condition was induced. Analysis could not confirm the reported clinical observations regarding high impedance, high thresholds, noise and loss of capture. It was also reported that a red alert was issued due to non-transmission. Ts suggested the patient be unenrolled from latitude to prevent future alerts and obtain the communicator from the patient.

Event description:
Boston scientific crm received information that a red alert was issued for this implantable cardioverter defibrillator (ICD) indicating high right ventricular (rv) pace impedance. Impedance had been stable at 450-470 ohms and then spiked to greater than 2000 ohms and has been consistently high ever since. Noise was observed on the rv rate/sense channel. The caller manipulated the pocket while running impedance and threshold tests. With pressure on the can, impedance varied from 1700 to greater than 2000 and rv threshold increased. Without pressure on the can, impedance was greater than 2000 ohms and there was loss of capture; capture could only be obtained at maximum outputs. A revision was scheduled. No adverse patient effects have been reported.

Manufacturer narrative:
It was later reported that when the device was removed from the pocket, the competitor representative fiddled with the device and then commented that the header felt loose. The device had been implanted subpectoral. The physician noted that the rv lead was fractured and confirmed this via the pacing system analyzer after the lead was removed from the device. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.